Manufacturer narrative:
Background information: the quickie q500h owner's manual (251688 rev. C) page 8 provides the following instructions: "do not drive through puddles of water;" "never take your chair into a shower, tub, pool, or sauna;" "dry the chair as soon as you can if it gets wet, or if you use water to clean it;" and "prevent the wheelchair from coming into contact with sea water: sea water is caustic and may damage the wheelchair." Additionally, the manual outlines guidance for not exposing the chair or the control device to water with figure 3.22. Discussion: sunrise wheelchair motors are subject to iso 7176-09 climatic testing to determine the effects of rain, dust, and condensation on the basic functioning of electrically powered wheelchairs; however, the product is not designed with the intent that the chair be subject to immersion in water or repeat exposure to fluids per the warnings in the owner's manual. After evaluating the returned motors (the evaluation took place on november 17, 2023), the claim that the left-hand side motor was "seizing up" was attributed to corrosion of the motor. Corrosion may be caused by repeat or prolonged exposure to corroding elements such as water, human excreta or cleaning agents. At the time of complaint, the wheelchair was approximately 3 weeks old. The pick slip order documentation for the right and left motors were reviewed and no abnormalities were found indicating there was corrosion during the total quality control (tqc) inspection on september 6, 2023. Functionality testing was not part of the scope of the inspection. Conclusion: the corroded state of the left-hand side motor led to the reported malfunction. With proper care as defined in the owner's manual, the risk of corrosion can be reduced. The risk that corrosion leads to brake binding and the user falling out of the seat has a potential for serious injury which can be mitigated through the use of the positioning belt. There is no claim of injury in this case. Because there has been a previous case where motor corrosion led to brake binding and serious injury, sunrise medical is filing this MDR. Should additional information arise in the future, sunrise medical will file a supplemental report.

Event description:
The dealer reports that the end user claims the motors on the wheelchair will intermittently seize up, leading the wheelchair to drive in a circle. The end user reports this happened twice and that there were no error reports on the chair. During an evaluation by the sunrise medical r&d motor technical expert, the left-hand side motor was found to have confirmed brake binds/loss of function. No injuries reported.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.